Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date the patient experienced elevated blood glucose (bg) of 388mg/dl with nausea, extreme drowsiness, and large ketones associated with a recurring loss of prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The pump was reportedly emitting recurring loss of prime warnings despite changing supplies. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a recurring loss of prime issue.